Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during an attempted lead implantation, the physician had difficulty inserting the stylet inside the lead. The lead was not used and a new lead was implanted instead. The patient is in good condition after the procedure.